Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during panniculectomy, a large clip applier was not clipping very well. Trying to clip onto the vessel and clip would not hold and was falling off. When fired, the clip applier was rough, not smooth. Case completed with said device. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # c9dl36. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcl20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. As the device was returned empty for evaluation, we are unable to investigate further the issue of ¿clip would not hold". The event described could not be confirmed as the device was returned empty. No conclusion could be reached as to what may have caused the lockout spring to be out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.